Event description:
Same case as: 2134265-2013-07261, 2134265-2013-07262. It was reported that automatic pullback failure occurred. The ilab motor drive unit was used in conjunction with a coronary catheter intended to visualize the lesion. It was noted that during procedure, motor drive unit unable to performed automatic pullback. Manual pullback was performed without problem and completed the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).